Event description:
It was reported that on (B)(6) 2021, the patient underwent for a revision surgery on nonunion tibial tubercle osteotomy. It was discovered from an x-ray that the very distal tip of one screw had broken off. Surgeon did not go after fragment. It was unknown if the revision surgery completed successfully. The patient outcome is unknown. This complaint involves one (1) device. This report is for (1) unk - screws: 4.5 mm cannulated. This is report 1 of 1 or complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - screws: spine/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.